Event description:
Study event. Malfunction: none. Symptoms/ae: death. Time of symptoms: onset prior to procedure. It was reported that prior to a left internal and common carotid artery stenting procedure, the pt had an embolic stroke. The pt displayed severe hypertension and nausea at the start of the procedure, prior to any intervention. Nitrates, phenergan and versed were given. At first it was unclear if her mental status changes were due to a possible stroke or the medications. Full extent of the stroke was noted after the procedure and after the medications wore off. A CT performed after the procedure confirmed the stroke. One day post procedure the pt was reportedly nonresponsive with only some reflex movement. Three days postprocedure, the pt died. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.